Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo 12.6 implantable collamer lens of diopter -13.50 into the patients left eye (os) on 09/april/2024 as a replacement lens. Reportedly "near vision is not clear, the patient requests a lens replacement". The lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.